Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal end of right humerus. When the surgeon tried to fix the most distal hole of a plate with the screw, the screw idled. The surgeon drilled by fixed angle and tried to fix the screw again, but the condition was not improved. The surgeon used another screw, and it was fixed without any problems. The surgery was completed successfully with a thirty (30) minutes delay. The patient was reportedly stable after the procedure. This report is for a variable locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 04.211.026s, lot 6l87953: release to warehouse date: april 22, 2020. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed the threads of the screw were deformed at the neck. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test was not performed since the device was received by itself but the alleged will not seat/advance can be confirmed due to the threads of the screw were deformed at the neck. The drawing reflecting the current and manufacture revision was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.